Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the lot number involved. Mdwv750 is not a valid lot number.

Event description:
It was reported that the patient underwent total arthroplasty on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off the suture. Changed to another one to complete surgery. There was no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). It was reported performance pull off suture needle. A labeled winding former with a needle-suture combination of product code sxpp1a400 were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and body fluids were noted on the barbs. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown.. Per the condition of the samples, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Additional information was requested and the following was obtained: the sales rep was unable to provide the lot number.